Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited lower than expected r-wave measurements and increased right ventricular pacing thresholds.